Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo for catalog 301947 lot 1901227 to investigate for this record. A leakage through the plunger rod was observed in the provided picture. As a result, bd was able to verify the reported issue. Based on the customer feedback of the issue and the provided picture, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.

Event description:
It was reported that before use of the bd¿ syringe w/ needle there was a leak from the barrel of the syringe. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: when the product of a 10ml syringe was opened, it was found to leak from the barrel. It was removed after the discovery and was not use on the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe w/ needle there was a leak from the barrel of the syringe. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when the product of a 10ml syringe was opened, it was found to leak from the barrel. It was removed after the discovery and was not use on the patient.